Manufacturer narrative:
The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since it has not been reproduced in the repair department, it is inferred that there is no abnormality in the device and that the problem lay elsewhere, possibly another device (scope cable, 180 scope).

Manufacturer narrative:
Customer provided the exact event date for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
Due diligence for this event was executed. Exact event date is not available. Event was in (B)(6) 2020. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint of no image with 180 series scopes was not confirmed. Device was tested along with our test 190 series and 180 series scopes. Device passed all functional tests. All video output signals and images tested ok. Device has up to date main switch.

Event description:
As reported for this event, during set up for an unknown procedure the device yielded no image with the 180 series scopes, only a black screen. There is no patient involvement and no harm to any patient as a result of this event. No other devices were associated with this event. There was no delay of the intended procedure. The device was inspected and no abnormalities were noted. The connections were checked and found to be secure. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint on the electrical contacts.